Event description:
It was reported that the pump always had volume discrepancies of more than 20%. An x-ray was done (date not reported) and the catheter was "ok". No patient symptoms were reported. The hcp replaced the pump. The patient was reported to be doing "fine" after the replacement. The pump was used to deliver morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.